Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller was not returned for analysis; however, a log file was downloaded for review from the heartmate ii system controller. A review of the submitted log files showed events spanning approximately 53 days ( (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The driveline was disconnected on events occurring (B)(6) 2023 and the controller was shut down on (B)(6) 2023 at 10:34:23. The controller was powered on and the driveline was connected to the system controller on (B)(6) 2023 at 15:31:29. This is consistent with a controller exchange. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 22aug2023 stated that it is unknown as to what occurred on (B)(6) 2023, and the serial numbers of the primary and backup controllers are unknown. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2023-05622. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files revealed that the driveline was disconnected at the start of the log file on (B)(6) 2023, from 10:34:18 - 10:34:23 and was reconnected to the system controller on (B)(6) 2023, at 15:31:29. This was consistent with a controller exchange.